Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+3.5/131 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.